Manufacturer narrative:
See MDR 1920664-2007-00912 for intraocular lens used with this delivery device.

Event description:
After the lens was inserted into the pt's eye using the delivery device the haptic was found missing. The lens was removed and replaced.